Event description:
Patient reported "that made the implant of silicone prosthesis inspira trf 180. Occurs that started to present discomfort, hardening and pain in the breasts." "Patient sought the physician and was informed that should immediately remove the prosthesis" this is for the right side device. The device still remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional later reported ¿fibrous capsule with moderate lymphoplasmacytic infiltrate, foci of edema and capillary congestion¿ , ¿suspicion of asia syndrome¿ and ¿announced recall¿. This is for the right side device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5a, b6, d6b, h6.

Event description:
Healthcare professional later reported right side capsular contracture, baker grade IV, rupture, and lymphadenopathy. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported "that made the implant of silicone prosthesis inspira trf 180. Occurs that started to present discomfort, hardening and pain in the breasts." "Patient sought the physician and was informed that should immediately remove the prosthesis" healthcare professional later reported "capsular contracture unknown baker grade¿, ¿discomfort¿, ¿hardening¿, ¿pain in the breasts¿, ¿the right implant has rupture caused by extra-surgical separation of the fibrous capsule¿, ¿irregular contours, with deep folds and heterogeneous echotexture with echogenic lines inside characterizing the ladder sign, commonly found in intracapsular ruptures¿, ¿simple breast cysts¿ and "¿foci of edema¿. ¿inflammatory reactionary lymph nodes located in axillary regions¿ "hypothyroidism¿, ¿fibroids¿, ¿a macroadenoma¿, and ¿insomnia¿ "depression" ¿vision problems¿ and ¿dry mouth and eyes. This is for the right side device. The device has been explanted.